Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: broken cable unit resulting in no image, coupler unit deformed therefore connecting and disconnecting a rigid scope is difficult. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited image loss occurred due to a broken cable unit. The cuts in the cable compromised water tightness, leading to cable damage and corrosion of the coupler. There was no patient involvement.